Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a sensor that would not complete the two hour warm up. The sensor was inserted on (B)(6) 2017 . No additional event or patient information is available. Data log was reviewed for evaluation. Review of the data log confirmed the report of no initial calibration due to signal loss during warm-up. The root cause was determined to be sensor noise during warm-up and signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of permanent loss of connection.